Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 41-year-old patient presented with stemi and underwent multivessel pci, including lad intervention. During the procedure, clinical deterioration occurred, and an impella cp was implanted according to best practices using micropuncture technique. Despite mechanical circulatory support, no sustained improvement was achieved, leading to prolonged resuscitation and temporary pacemaker insertion. The patient died during the acute intervention despite all measures. This was reported as a complaint; however, mortality in cardiogenic shock remains approximately 50% even under optimal therapy and is very likely unrelated to impella. Death was conservatively coded as most likely due to underlying disease and not device-related.

Manufacturer narrative:
Product complaint # (B)(4). (Hemodynamic instability): the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1976092. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 41-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The patient¿s comorbidities were unknown. The patient presented to the emergency department with st-segment elevation myocardial infarction and was emergently taken to the cardiac catheterization laboratory for percutaneous coronary intervention. Multivessel disease was identified, and the left anterior descending artery was stented; however, the patient began to rapidly decompensate hemodynamically. An impella cp device was placed in the right common femoral artery using standard technique to provide mechanical circulatory support. A temporary pacemaker was also inserted. Despite aggressive resuscitative efforts, including nearly one hour of cardiopulmonary resuscitation performed by the catheterization laboratory staff in accordance with advanced cardiac life support (acls) protocols, the patient expired in the procedural area during the acute intervention. The device will be conservatively reported for death; however, the death is most likely attributable to the patient¿s underlying critical condition, as the patient presented in scai shock stage e.

Manufacturer narrative:
Updated information: b5 narrative updated, d1 brand name updated, h6 impact code f2306 added.